Event description:
It was reported that revision surgery was performed to remove an acetabular liner and femoral head, the acetabular cup and femoral stem remain implanted. All of these devices were originally implanted in (B)(6) 2009.

Event description:
Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hip reported.